Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "proximal pressure sensor autozero failed" error message. The device was not in clinical use when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed a "proximal pressure sensor autozero failed" error message. The rse recommended checking the solenoid pins, as the flow sensor had recently been replaced. The rse instructed the customer to inspect the solenoid pins going into the data acquisition (da) board. The customer stated that 1 of the pins was not inside the connector on the da board; after realigning the pin, the device was working as intended. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.